Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 81 mg/dl, 154 mg/dl and 173 mg/dl. No action or inaction was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.